Manufacturer narrative:
Continued d.11. Concomitant therapies: juvéderm® volbella¿ with lidocaine, juvéderm® volux¿ & juvéderm® volite. Additional information: b.5., d.11.

Event description:
Additional information: patient was also concomitantly injected with juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine, juvéderm® volux¿ & juvéderm® volite in the cheekbone, chin and lips. This record is for juvéderm® voluma¿ with lidocaine. Event has resolved.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been injected with juvéderm voluma® xc in the cheekbone, chin and lips by a doctor. On the same day, the patient developed swelling at the injection sites and lumps in the lip. Patient also had difficulty moving the jaw. There was also inflammation from the injection which the patient felt better in some moments. Symptom locations were noted as chin, lips, cheekbones and dark circles. The patient was treated with antibiotic and anti inflammatory corticoids. Event resolution is unknown at this time.